Event description:
The patient was unable to come off bypass. Balloon pump attempted and unable to thread wire up the aorta from left groin. The doctor choose not to try right groin because of history of poor flow from vessel on the left. Patient had been operated on for abdominal aortic aneurysm (aaa) in the past. Patient chest left open because of swelling. Blood pressure was low after surgery. The patient was transferred to ICU with all monitors and intubated. The patient coded on arrival to ICU with bp of 40/20. Patient died in the ICU.